Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump switched to military time on its own and stopped delivering insulin in one incident. Customer stated that these issues began after the device was exposed to high magnetic fields. Blood glucose level at the time of the incident was 78 mg/dl. The insulin pump was not replaced or returned for analysis.